Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. No additional adverse patient effects were reported. This rv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).